Manufacturer narrative:
Additional customer contact phone: name: (B)(6). Email: (B)(6). Occupation: biomedical engineer, phone: (B)(6). A getinge field service engineer (fse) evaluated and said that unable to get a ground resistance reading. It was discovered that the ground prong was missing on the ac power cord. Fse replaced reel, ac power cord assembly in the hospital cart. Completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received and inspect an ac line cord and observed a missing/broken ground prong on the ac line cord (see pictures). No further test can be done due to the missing/broken ground prong. Retaining the ac line cord in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) electrical safety test failed. The ground prong missing on ac line cord reel. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.